Event description:
As reported by the exactech truliant knee clinical study, the 73-year-old female patient had an initial right tka on (B)(6) 2019 and presented with pain, 5 month(s) and 0 year(s) post-operatively on (B)(6) 2020. She is having some anterior pain and feels a grinding in her knee. She feels the pain when she stands up. The outcome of this event is considered resolved on (B)(6) 2020, and the action taken was other - diagnostic and operative arthroscopy of the right knee. The case report form indicates that this event is possibly related to the device and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 02-020-11-0315 - truliant ps cem fem ps cem right sz 1.5: 5236318; 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t: 5178666; 02-029-99-1002 - threaded head pin 2.3" square head: 359010; 200-07-32 - advanced patella 32mm 3 peg implant: 6011062; 521-78-32 - threaded pin size 3.0 collarless 2pk: s020095.